Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified the customer's reported issue and noted that the iabp unit failed the leak test for the pneumatic module assembly. The stm replaced the pneumatic module assembly and verified autofill calibration and noted no issues when the iabp unit was ran on a trainer balloon. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.